Event description:
It was reported that the patient presented to the device clinic after reporting a fall and potentially noticing this subcutaneous implantable cardioverter defibrillator (s-ICD) had moved. At that time, it was discovered that the device appeared to be eroding and drainage was noted at the site. Xiphoid incision appeared to be open and draining, and the patient reported this had been ongoing for many months. Subsequently, the patient was hospitalized and the s-ICD system was explanted for infection. No additional adverse patient effects were reported.